Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source did not power on/ had no power. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section d8, d9, and h4. The device was returned to olympus for inspection, and the reportable malfunction of power not turning on was confirmed. Based on the results of the investigation, it was presumed that the power not turning on was due to power supply unit failure. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.